Event description:
A customer reported that while at home they obtained high readings on their precision optium blood glucose meter. The customer obtained a reading of 20.6 mmol/l which was higher than they felt. The customer subsequently experienced symptoms of hypoglycemia, lost consciousness and an ambulance was called. However, it was reported that the customer had not calibrated their meter to the test strips in use, the test strips were expired and the customer had not washed their hands prior to testing. It was reported that the paramedics obtained a meter reading of 15 mmol/l on the customer's meter using optium plus g3d test strips compared to 12.9 mmol/l on their meter. The paramedics treated the customer with candy and hypogel. The customer was not taken to the hosp and no further medical intervention was required. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The customer's meter and test strips are not available for investigation, as the customer has disposed of the expired test strips. Replacement strips have been sent to customer.